Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided unspecified high readings. Customer reported losing consciousness on (B)(6) 2018, being treated with a glucose IV drip, and being hospitalized for 2 weeks. No further treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the adc freestyle libre sensor provided unspecified high readings. Customer reported losing consciousness on (B)(6) 2018, being treated with a glucose IV drip, and being hospitalized for 2 weeks. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for libre sensors. The investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no trips.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.